Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because of low primary stability achieved (10ncm). In addition, immediate implant procedure was performed and the patient presented insufficient bone quality/quantity (bone type IV).